Manufacturer narrative:
Other, other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. Review of the pump event logs found no primary audible alarms recorded. The device was functionally tested, and the device functioned as intended, with no alarms recorded. The device speakers were tested and passed testing, with no errors observed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Based on the results of the inspection, the investigation could not confirm the reported issue or establish a root cause. No actions have been assigned.

Event description:
It was reported the pump is experiencing base task errors and speaker errors. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.